Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad and adjust belt messages) has been confirmed. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and ECG electrode b. The cause of the check te pad and adjust belt messages is the open pulse wire. The root cause of the open pulse wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient's wife reported to zoll customer support that the patient was receiving check therapy electrode (te) pad and adjust belt messages. The patient was issued a replacement electrode belt.